Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), when applying these electrode pads to the patient, one of the pad's adhesive was stuck to the cover. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll australia's field development manager, went onsite and inspected a sample of eight electrodes from the same lot. No issues were identified during this evaluation, and photos and videos were taken to document the results. The team is in direct contact with the customer and is supporting them with training on proper electrode application through both video tutorials and printed instructions for use (ifus). Reviews of all records were performed and passed. Based on the evaluation of the retained samples, pre evaluation it was concluded that the samples were assembled according to specification without duplicating the report. A zoll representative communicated to the customer, if the red tab on the electrode pads is not used during removal from the packaging as illustrated on the pouch, it may result in damage to the electrode or difficulty removing the pads from the styrene linear. Analysis of reports of this type has not identified an increase in trend.